Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a constant "paddle fault" message. There was no pt involvement during the reported malfunction.